Event description:
It was reported that an alert for decreasing impedance was noted on the right ventricular (rv) lead. No further information and no patient's condition were received.

Manufacturer narrative:
Voluntary medwatch #: mw5119503.